Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one curved opening, yellow particles in device outer surface, total delamination of the plug strap disk shell and fold creases. A microscopic analysis and a leak test were performed which identified, one sharp opening. And a total delamination of the plug strap disk shell. A dimension measurement in the shell was performed which identified, the thickness was within specification. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one sharp opening in the side posterior assessed, as unidentified (tear) opening. Total delamination of plug strap disk shell assessed, as adhesive failure.